Event description:
It was reported that during patient treatment, the ventilator was not ventilating properly. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported issue could not be reproduced. The ventilator passed all safety and functional tests and was cleared for clinical use. No parts were replaced. Provided ventilator logs were reviewed. The event log contains alarms for airway pressure high, pressure delivery restricted and volume delivery restricted on the reported event date. Those alarms indicate that the ventilator was functioning and it attempted to deliver the ventilator support using the preset pressure level but it failed due to the imposed restriction of the set upper pressure limit. The alarms for volume delivery restricted are generated when the set volume is not attained, due to imposed restriction of the set upper pressure limit. The alarms for pressure delivery restricted are generated when the inspiratory flow exceeds the allowable inspiration flow range and it indicates a leakage situation. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the reported event has not been conclusively determined but is most likely due to due to leakage or a patient tubing issue. There is no indication of a ventilator malfunction at the time of the event.